Event description:
It was reported that the caller indicated that the settings on the external pulse generator (epg) could not be adjusted once the epg was powered on. Technical services (ts) had the caller measure the battery voltage of the epg and found it was too low. Ts advised the caller to replace the battery with a battery with known voltage greater than 9.0 volts. Subsequently, the epg then worked as designed. The epg was restored to use and remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).